Event description:
The iab inserted into the pt on 4/30/97 at 9:30 a.m. And removed on 4/30/97 at 9:00 p.m. The iab did not malfunction. As a result of the event, were bleeding complications and the iab required removal. (Event complications: there was bleeding/removal required- ) reported 6/17/97. (Pt's current status:discharged- rpt'd 6/17/97.)